Event description:
The recipient reportedly experienced intermittencies. A visual inspection revealed the magnet site to be swollen. The recipient was prescribed bactrim, 800mg, to be taken twice daily for one week. The recipient is being monitored.

Manufacturer narrative:
The recipient's swelling has reportedly improved. The recipient was prescribed three add'l weeks of bactrim.